Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: previously reported d6b should have been blank since the lead was capped and not explanted.

Event description:
Related manufacturer reference number:2017865-2021-19704 it was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited battery performance alert and the right ventricle lead exhibited low pacing impedance. Following the battery performance alert (bpa) advisory, the device was explanted and replaced. During the same procedure, the right ventricle lead was capped and replaced. Additionally, during replacement of the right ventricle lead one of the pins disconnected/unraveled when the lead was disconnected from the header. Patient was stable.

Event description:
Related manufacturer reference number:2017865-2021-19704. It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited battery performance alert and the right ventricle lead exhibited low pacing impedance. Following the battery performance alert (bpa) advisory, the device was explanted and replaced. The right ventricle lead was also explanted and replaced during the same procedure. Patient was stable.